Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported 16 months post stent graft implanted the patient presented to the emergency room with severe abdominal and back pain. The CT demonstrated that the aneurysm was expanding due to a type ii endoleak from the distal lumbar artery. The patient wanted the stent graft removed replacing it with a conventional graft. The physician surgically converted the patient to a conventional stent graft. The stent graft and its components were removed from the patient. No additional clinical sequelae were reported and the patient is fine.